Manufacturer narrative:
The sodium electrode expiration date was not provided. The cobas c 501 (ul) v module serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 5 patients¿ samples tested on a cobas 6000 c 501 (ul) v module. Sample 1: initial result: 177 mmol/l. Repeat result: 136 mmol/l. Sample 2: initial result: 172 mmol/l. Repeat result: 137 mmol/l. Sample 3: initial result: 169 mmol/l. Repeat result: 142 mmol/l. Sample 4: initial result: 162 mmol/l. Repeat result: 153 mmol/l. Sample 5: initial result: 153 mmol/l. Repeat result: 139 mmol/l. The 5 samples were repeated on a different module, and the repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, and g1 were updated. The calibration was last performed on 09-dec-2025, and it was acceptable. There was no indication of a performance issue with the reagent since the qc was within the ranges. The field service engineer (fse) found that the cause was due to a broken vacuum tube for the detergent rinse nozzle. He adjusted the tubing, the rinse levels, and the blank cell level. He also replaced the electrode, the reagent bottle, the pinch tubing, and the ion-selective electrode (ise) sipper. The fse performed an ise check, precision studies, calibration, and qc, and they were within specifications. He verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. The root cause was related to a maintenance issue.